Manufacturer narrative:
Evaluation summary: customer reported "iris touching". No sample was returned, therefore, the condition of the product could not be verified and the visual inspection could not be performed. The sample was not returned as it had remained in the patient eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the device history review (DHR) review and the product was released according to release criteria. The similar event report indicates that iris touch events may be transient, and do not cause harm to the patient. As in this case - the shunt has remained in the patient eye. Since a sample was not returned, the root cause could not be determined. There have been (B)(4) additional complaints on the iris touch for the lot. Additional information was received. (B)(4).

Event description:
A doctor reported that a device touched to the iris following a glaucoma filtering device implant procedure. The device remains implanted.